Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Lot #? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative gray coloring on both cheeks? What is the patient¿s current status? Will product be returned, return date, tracking information?

Event description:
It was reported that a patient underwent a bilateral face plastic surgery procedure on (B)(6) 2020, with implanted drains and an absorbable hemostat was used. The doctor used 60% of the bottle of absorbable hemostat, 30% on each side. This was the first time the doctor used the product and was told by the or staff that he could use the product the same as the other biosurgery products he had used from competitors. The doctor blindly sprayed the powder into both cheeks. Twenty-four hours, post op, the doctor noted gray coloring on both cheeks and gray sediment in both drains. It was not reported what was done to resolve the issue. Additional information was requested.